Event description:
It was reported that an atrial tachycardia response (atr) mode switch event was noted from this implantable device. The device data was forwarded to boston scientific technical services and it was discussed that the atr event was likely appropriate due to a fast atrial tachycardia. It was further explained that the electrocardiogram (egm) reading of atr onset was dependent on the programmed atr duration settings. Programming options were discussed should the physician elect to view more data for potential future episodes. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that a suspected inappropriate mode switch event was noted from this implantable device. The device data was forwarded to boston scientific technical services and is currently pending review. Information has been requested regarding the physician and healthcare facility details, but a response has not yet been received. At this time, the system remains implanted and no adverse patient effects were reported.